Event description:
The customer reported that after pipetting an hbc plate on summit, it was observed that no sample/no diluent was added to wells a7, a8 and b2 and that no sample was added to well a9. No error was generated. No death or serious injury was associated with this incident.